Event description:
A customer contacted baxter's technical service center and reported leaking coming from the cassette door during priming. A reload set alarm 202 was received. The home patient did not encounter any problems loading the cassette. There are no animals in the house and the home patient does not use any sharp objects to open the product. The home patient notified her nurse of the leak. Baxter's technical service representative (tsr) advised the home patient to start over with a new cassette and new bags. The home patient will call back if problems persist. Hc operational. No patient injury or medical intervention was indicated at the time of the initial report.